Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data returned for analysis were inspected. In agreement with the clinical observation, the inspection of the follow-up data from (B)(6) 2016 revealed that a rv lead failure was detected by the device in bipolar and unipolar configurations. The lead failure message disappeared after re-start of the statistics, as shown by the follow-up data from (B)(6) 2016. In particular, the data showed a normal pacemaker behavior. Based on the information available for analysis, the root cause of the clinical event could not be determined. However, the integrity of the lead cannot be assured. Should additional relevant information or the devices themselves become available, the investigation will be updated.

Event description:
Ous MDR - after the associated pacemaker was implanted for 35 months, impedance values for this rv lead in unipolar were > 3000 ohm. Bipolar impedance, sensing and threshold were reported to be ok. On (B)(6), all measured values were ok. No adverse patient side effects have been reported.